Event description:
It was reported that during a sleeve gastrectomy procedure, the active blade of the device got broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.